Manufacturer narrative:
Date of event: (B)(6) 2016. Through follow-ups, key market indicated that patient's details not provided by UK customers due to patient data laws. Service center received the device for bench repair on november 7, 2016. Repair technician identified an error code message of data acquisition (da) pcba adc failed in the diagnostic log (drpta); however, repair technician could not reproduced the reported problem. Repair technician replaced data acquisition (da) to motor controller (mc) cable/mc bracket retrofit kit to address the reported problem. The system was fully serviced and passed the performance verification and safety tests. The determination could not be made that the device failed to meet specifications. The device was being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Due to part was not returned for failure investigation (fi); therefore, no root cause could be determined.

Event description:
The customer reported that the unit failed while in use on a patient with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported that the unit failed while on a patient, however there was no harm to the patient. The customer switched to another device.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the unit failed while in use on a patient with error code message of da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) failed. The customer reported that the unit failed while on a patient, but is unknown if there was patient harm.